Event description:
Caller states the patient tested 5.3 inr on the coaguchek xs and 3.82 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.